Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 110mg/dl. Customer stated that they did a self test on his old insulin pump, and it asked him to did a new reservoir process. Customer was able to clear the alarm also able to complete pump rewind. While doing the troubleshooting they did another self test, and it gave him another hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.